Event description:
A distributor contacted zoll to report that a patient had skin irritation left by the lifevest. The patient alleged a sore under his right breast. The patient used an antibiotic cream. Follow-up indicated that the irritation has healed. There is no evidence of medical intervention.

Manufacturer narrative:
Device eval: there is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.